Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. An ultratome xl sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt (weight unk) in 2008. According to the complainant, "the device was passed into the ampulla, [the] sphincterotomy was being performed and the cut wire broke." The physician proceeded to complete the procedure with a stonetome stone removal device. Refer to associated manufacturer report. #3005099803-2008-00204 for a description of the second event.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. Although the cause of the event is unk, possible causes for cutting wire breakage include: improper tome position allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. Since the lot number of the suspect device was not provided by the user, a review of the customer's shipment history was performed. Three lots shipped to the customer prior to this event were identified. A review of the device history record (DHR) for each of these lots revealed no anomalies. A search of the complaint database did not identify any add'l complaints recorded for two of the lots; four add'l complaints were identified for lot 9700345 (each for an unrelated issue- wire movement). The december 2007 15-month ultratome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.